Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted successfully. A xt clip was implanted lateral to xtw clip. Leaflet injury was observed post deployment. The clip was stable on both the leaflets. The mr increased to grade 4 with a significant jet originating through the anterior leaflet. The anterior mitral leaflet is unable to prolapse over the clip arms as it was prior to clip deployment. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported mitral regurgitation or tissue injury. Based on available information, the reported tissue injury appears to be related to procedural conditions (interaction between anatomy and clip during procedure). The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted successfully. A xt clip was implanted lateral to xtw clip. Leaflet injury was observed post deployment. The clip was stable on both the leaflets. The mr increased to grade 4 with a significant jet originating through the anterior leaflet. The anterior mitral leaflet is unable to prolapse over the clip arms as it was prior to clip deployment. There was no clinically significant delay. No additional information was provided.